Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors were not fully empty. The devices contained fluid and would not flow. The issue was identified during patient use. A patient came to clinic after 21 hours from connection, second patient after 20 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors were not fully empty. The devices contained fluid and would not flow. The issue was identified during patient use. A patient came to clinic after 21 hours from connection, second patient after 20 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured from august 09, 2021 - august 10, 2021. H10: the actual devices were not available; however, photographs of the samples were provided for evaluation. Visual inspection was performed on the photographs showed fluid inside the bladder which suggested a no flow - non delivery may have occurred. The reported condition was verified. The cause of the condition could not be determined. Due to the nature of the provided sample, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.